Manufacturer narrative:
9/3/96 1015 surgeon stated after three to five firings, the instrument does not cut or does not fire at all. A1,2,3,4;b3,6,7;d5,10;h4 - information not provided. Conclusion: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "failed to fire" during surgery. The instrument was returned with a fully fired specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the device was used during an unknown procedure. The cutter failed to fire after the second cartridge loading. There was no consequence to the pt.